Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Later healthcare professional reported "acquired breast deformity", "developed asymmetry and deformity", "the breast has become smaller", 'also there are calcific changes seen on the anterior ans posterior surface of the implant". This record is for the left side. Device was explanted.